Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would fail to power on. It was noted that the customer had already replaced the battery and ac module in an attempt to troubleshoot the issue but the power failure remained.